Event description:
It was reported when using the bd pyxis medstation es system cubie drawer not detected on bus. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer not recognized in application. The field service engineer reseated all cables in drawers 3.1 and 3.2 to resolve. The system functioned as intended after the field service engineer troubleshooted the device.